Event description:
It was reported that during the implant procedure, the competitor left ventricular (lv) lead but was unable to be inserted deeper into the connector of the pacemaker. It remained the same even though a screw driver was inserted into the screw hole for evacuating the air. Then, the lead was attempted to wet with saline solution or putting oil on the lead, but it resulted in the same situation. It was suspected a there might be an issue was the pacemaker. The pacemaker was attempted and not used. Another pacemaker was used. The new pacemaker had same issues. The lv lead impedance continued to be high. A competitor pacemaker was used to finish the implant. Though it was not smoothly connected with lv lead, the lead was able to be inserted deeper into the connector and the operation was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).